Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the trocar remnant, which was located in a peripheral paracentesis at approximately 5 o''clock, was completely removed. The edema and pain have resolved, and the patient's vision is back to baseline with intraocular pressure (iop) improving. One (1) of the two (2) sutures was removed, with the second one deep and likely to remain.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was initially reported that during a trabecular microbypass stent system procedure, the trocar was missing from the device. Per report, a fragment of the "missing trocar" was subsequently located in the patient''s operative eye. The surgeon was offered a medical consultation to discuss the trocar fragment remaining in the patient''s eye, however the surgeon declined. Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. Reportedly, following the successful implantation of two (2) stents in the right eye (od), a malfunction occurred during attempt to implant the third (3rd) stent. An additional device was opened but implantation was not attempted due to a "missing trocar". Per report, the surgeon believes that difficulty entering the paracentesis contributed to the trocar fragmentation, resulting in focal edema over paracentesis. The patient's most recent status was described as pending return to the operating room (or) to remove the trocar remnant with the prognosis still "very good". The event was noted as unresolved pending surgery.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the device was in the first singulated position, and three (3) stents were returned. The singulation slide motion and implantation button motion were functioning properly. The introducer sleeve subassembly motion was smooth and without resistance. The remaining stents were deployed from the device. The device was disassembled and visually inspected. The injector¿s trocar was found broken. This finding likely occurred during surgery as described by the customers reported complaint. All devices undergo visual inspection via x-ray per manufacturing internal procedure. A review of x-ray images revealed that the accepted stent injector contained three (3) splays and three (3) stents on the trocar that met the required specifications. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Further inspection identified surface features of the trocar that indicate a tensile failure, likely due to stent deployment from a bias trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during stent deployment. MFR# reference: (B)(4).